Event description:
It was reported that the patient experienced initial activation issues, therefore, the patient was not able to consistently cycle the inflatable penile prosthesis (ipp) device. A surgical procedure was performed to remove and replace the pump. A full recovery is expected for the patient.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. An unknown particle/discoloration was identified inside the pump. The pump was flushed and it was concluded that the particulate would not dislodge from the pump. The device was therefore functionally tested to confirm the overall functionality of the device. The pump performed within specification. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. Product analysis was unable to confirm the reported event. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the pump was functionally tested and performed within specifications. Although a particulate/discoloration was identified inside the pump, based on the pump performing within specification during functional testing, it was concluded this did not affect the overall functionality of the device and therefore did not relate to the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced initial activation issues, therefore, the patient was not able to consistently cycle the inflatable penile prosthesis (ipp) device. A surgical procedure was performed to remove and replace the pump. A full recovery is expected for the patient.